Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner; unknown stem; unknown cup. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05152. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable.